Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch verio sync meter read inaccurately erratic and inaccurately high when compared with another device and to feelings/normal results. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the meter issue began on (B)(6) 2014 (time unknown). The patient claimed that during a visit to her doctor¿s office on (B)(6) 2014 at 12:30 pm, the subject meter read ¿86 mg/dl¿ compared to another device which read ¿62 mg/dl¿, taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 30 mg/dl. During the same visit, the subject meter was also compared to a lab device which read ¿62 mg/dl¿, taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does exceed the expected value of less than or equal to 15 mg/dl. On (B)(6) 2014 at 11:27 am, the patient claimed to have obtained readings of ¿106 and 86 mg/dl¿ from the subject meter, taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to (B)(6). The patient also compared these results to feelings/normal results, which lifescan does not consider a valid comparison. At 11:28 am on the same day, the patient compared the subject meter to another device, which read ¿60 mg/dl¿. Based on statistical methodology, the calculated difference of these glucose results does exceed the expected value of less than or equal to 30 mg/dl. The patient does not use medications to manage her diabetes. The patient claimed to have developed the symptoms of ¿jittery, nausea, unable to drive, confusion and slurring¿ 5-10 minutes after the meter issue began. She associated these symptoms with ¿severe hypoglycemia¿. The patient stated that she self-treated on an unknown date/time with ¿glucose tablets¿. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was set to the correct unit of measure setting and the patient used an approved sample test site. The patient¿s testing technique was correct. The patient did not receive replacement products as she was seeking a refund for her lifescan products. Based on the information provided, this complaint is being reported as the patient claimed to have developed symptoms associated with severe hypoglycemia after the product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2015). The patient¿s meter and test strips have been returned on 1/15/2015 and 1/26/2015, respectively, and evaluated by lifescan product analysis on 1/26/2015 and 1/27/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 11/04/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.